Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called on two occasions for low blood glucose levels. On one of those calls, the customer stated he had to be hospitalized for low blood glucose. The customer stated that the blood glucose reading was 17 mg/dl for one of the events and 20 mg/dl for the other. The customer mentioned that he was recently diagnosed with cancer and feels that this may be contributing to the low blood glucose. Troubleshooting was performed and the insulin pump was programmed correctly.